Event description:
Grounding pad was placed on pt's thigh. When grounding pad was being removed, it was noted that the thigh had a burn and the ground pad was discolored. Physician notified and as pad was further removed it was found that the pt had 4 burned areas. It was noted that there were four burns, one was the size of a quater and the other three noted as the size of a dime. Plastics treated the burns with phisohex and water and applied silvadene cream.